Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 600 mg/dl and was taken to the hospital for assistance. Customer stated that she needs assistance with sensor insertion. Verified sensor expiration date and customer stated that the sensor has been expired since 04/17/2011. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.